Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that 3 weeks post implant the ins started to come out through the patient's skin so the health care professional (hcp) took the device out. The patient reported he was using welding equipment- commercial welding equipment that was "heavy duty". The welding cord wrapped around his shoulder when he was welding and the patient would feel stimulation to become more intense at times. No further patient symptoms or complications were reported in this event.